Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. The arterial access site was confirmed in the common femoral artery. It was reported that "more than normal" resistance was encountered during the insertion of the perclose device. In order to overcome the resistance, the physician performed a sudden advancement of the device. Once adequate mark was achieved, the foot of the device and the needles were deployed without difficulty. The needles were retrieved and the foot was parked. In the attempt to retract the device, the physician discovered that the device could not be removed. During the multiple attempts to remove the device, it was reported that the device broke in two pieces between the proximal and distal guide. Hemostasis was achieved by manual compression. The patient was taken to surgery for device removal. The surgeon stated that a foggarty catheter was used to retrieve the device, which had migrated down to the periphery. The vessel was repaired with a suture. The surgeon also reported that there was severe vessel calcification. The patient was discharged. There are no reports of any further adverse patient sequelae.